Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were sticky and unresponsive on the insulin pump. The customer's blood glucose was 9.9 mmol/l. The customer was advised the insulin pump will be replaced. The customer declined to return the insulin pump for analysis.